Manufacturer narrative:
Unit received with currents in spec. Unit unable to prime during the prime/delivery test due to faulty back pressure sensor. No motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window. Drive support disk was inspected and no anomaly was noted. No e70 alarm on alarm history screen. No unexpected beeping anomaly noted.

Event description:
The customer's wife reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 284 mg/dl. During troubleshooting, the caller confirmed that the device had more than one motor error alarm in the last 30 days. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.